Event description:
Note: this MFR. Report pertains to the first of two events that occurred during the same procedure. Refer to MFR. Report #3005099803-2008-04781 for a description of the second event. It was reported to boston scientific corporation in 2008, that standard balloon replacement g-tubes device was used during a percutaneous endoscopic gastrostomy (peg) placement procedure four days prior. According to the complainant, during the procedure the balloon failed to hold water and leaked. The physician attempted to complete the procedure with a second standard balloon replacement g-tubes device.

Manufacturer narrative:
According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; therefore, the causes of the reported malfunction is undetermined.